Manufacturer narrative:
The pump has been returned to animas for evaluation. However, product analysis has not yet been performed. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: review of the black box data revealed record of a warning for loss of prime with low non-zero force. On investigation, the pump was exercised for 24 hours without loss of prime warning duplicated. The force sensor was tested and determined to be calibrated within the required specifications. The pump was opened for investigation and did not reveal and damage, defect or intermittent condition affecting the force sensor unit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.